Event description:
It was originally reported that, "through the (B)(4) joint registry that a mitch device was revised for periprosthetic fracture. It appears that only the femoral head was replaced during the single stage revision operation. The device was implanted in the patient's left hip through a posterior approach. The indication for the primary surgery was osteoarthritis. The patient was reported to have a body mass index of 23 at the point of primary surgery." Further information received clarified that the original procedure was a mitch trh cup and an uncemented accolade stem carried out at the (B)(6) hospital. The patient sustained a perioprosthetic fracture around the accolade stem fairly soon after the surgery and was revised to a restoration stem with a new head with which to articulate with the mitch cup.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.